Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have the device data reviewed. Data analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) discussed appropriate approximate change out time frame up to 90 days, to ensure that therapy would remain available. This device remains in service.